Event description:
The patient heard an alarm while at home; it was very low. Three days later, the patient came in for a pump refill. The pump was interrogated and a motor stall was noted in the logs with no recovery. There was no patient injury. Since 2008, the pump was used to deliver prialt; the patient's dose was being titrated. The pump was last refilled seven months later. Prior to original month, the pump was used to deliver morphine and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.